Event description:
It was reported that a shaft break occurred. A percutaneous transluminal coronary angioplasty was being performed on a tight stenosed, eccentric, de novo lesion in the mildly tortuous and mildly calcified left circumflex coronary artery. Vascular access was obtained via the right femoral artery. The lesion was engaged with a 6f guide catheter and a 0.014 inch guidewire and dilated with 2.00 mm balloon. A 20mm x 3.50mm promus element stent was advanced and the shaft broke. The stent was removed from the patient and the procedure was successfully completed with a different device without issue or patient injury.

Manufacturer narrative:
Device is a combination product. A 3.50 x 20mm promus element stent delivery system (sds) catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured using snap gauge and measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified a break at 175mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted along the length of the hypotube shaft. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break occurred. A percutaneous transluminal coronary angioplasty was being performed on a tight stenosed, eccentric, de novo lesion in the mildly tortuous and mildly calcified left circumflex coronary artery. Vascular access was obtained via the right femoral artery. The lesion was engaged with a 6f guide catheter and a 0.014 inch guidewire and dilated with 2.00 mm balloon. A 20mm x 3.50mm promus element stent was advanced and the shaft broke. The stent was removed from the patient and the procedure was successfully completed with a different device without issue or patient injury.